Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did recognize that the door was open. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a failed lower latch switch. The lower auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device did not recognize that the door was open. No additional information is available.